Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - lumbar radiculopathy and spinal pain. It was reported that the patient there was poor communication. Patient reported that she was not able to charge one of her implants but did know which one was not charging. Patient reported last having stimulation a week ago and last having successfully charging a week ago. Patient stated she recharged every week. Troubleshooting occurred. Patient stated she had been doing all the troubleshooting and it was not doing anything. Patient stated she was not using the belt. Patient stated that the patient programmer showed the icon to charge implant. Patient stated she spoke with a manufacturer's representative about the issue and they have an appointment on (B)(6). Patient stated she was concerned because she has a surgery on (B)(6) for her hip. Caller was redirected to f/u with healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient¿s recharger was broken and needed to be replaced. The rep reported that the recharger wasn¿t working, so they looked at it and it was broken the screen just flashed and flashed. The rep reported that she gave the patient a loaner recharger. The rep was not with the patient at the time of the call. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that the recharger was not functioning. The representative stated that the recharger would flash on and off and would not connect. When the representative tested with the recharger that they use there were no issues. The representative was going to request a replacement for the patient and the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the recharger not working and screen flashing was not determined. The rep was told that someone from customer service would reach out to the patient directly to send them a new recharger. The rep had not been in contact with the patient and was unsure if they were sent a new recharger or not. No further complications were reported.